Event description:
It was reported that after a rectal carcinoma resection procedure on (B)(6)2010, the surgeon used cdh33 during the procedure, but no crunch occurred. They found that only 2/3 tissue was cut; did not anastomose completely. Then the surgeon switched to cdh29 to continue the procedure. One day after the surgery, there was a leak in the patient`s rectum, the surgeon used a tube to drain the liquid. The surgeon confirmed the event was not relate to the cdh29. The anastomosing was successful at the time. Now the patient is fine. Additional information being requested.

Manufacturer narrative:
(B)(4). Washer uncut the analysis results found that the device arrived in good visual condition void of staples and with the breakaway washer uncut, indicating that the device had not been fired through a full firing stroke, the orange indicator was not fully into the safe green firing range or the anvil was not reattached correctly. It should be noted that before firing, ensure that the orange indicator is fully within the green range of the gap setting scale and the anvil is reattached correctly. To reattach the detachable head or anvil do not clamp across or grip on the locking springs as it might not click into place. Not reattaching the anvil correctly or the orange indicator not being set on the green range will result in a bigger gap between the anvil and the guide face and therefore, the staples will not hit the anvil to make b- formed staples. In addition, if the firing sequence is not complete, staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. The device was reloaded with staples and tested for functionality; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4).